Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this was a percutaneous case with the reference frame located on the psis of the pelvis on the right side. The doctor confirmed it to be accurate from the beginning, but on the fourth screw, she said it didn't look right, and she also determined that there was an issue with the screw being on loosely to the driver. It's also important out this is a competitive case, and we or navigating globus instruments and hardware. The accuracy was three or 4 mm in was discovered on the final of four screws. I re-spin in placement of the fourth screw was successful in a confirmation spin showed that all screws were accurate.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a l4-l5 spinal fusion. It was noted that the site was using another manufacturer's instrumentation and implants. There was less than an hour delay, and no reported impact to the patient. Additional information was received. It was reported that the amount of inaccuracy was not apparent. The case was percutaneous and the surgeon was having problems getting a 7.5 screw into a saved plan from 4.5mm tap. It was noted that everything tested fine after the case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a l4-l5 spinal fusion. It was noted that the site was using another manufacturer's instrumentation and implants. There was less than an hour delay, and no reported impact to the patient. Additional information was received. It was reported that the amount of inaccuracy was not apparent. The case was percutaneous and the surgeon was having problems getting a 7.5 screw into a saved plan from 4.5mm tap. It was noted that everything tested fine after the case. Additional information was received. It was reported that the inaccuracy wasn't discovered until the fourth out of four screws. A perc pin was used. The inaccuracy was probably about 3 - 4 millimeters (mm). A confirmation image acquisition at the end showed all screws were placed well.

Manufacturer narrative:
H2: please see section b5 for additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Logs and archives provided were reviewed. Logs captured 3 sessions on the date of the issue reported. Session 1, the user transitioned from select procedure, equipment, instruments, back and forth between acquire images and navigation. Log also captured 2 imaging system exams, imaging system-1 and navigation was done and then imaging system-2 was taken and navigation was done, which was the latest one. In session 2, the user transitioned from select procedure, equipment, instruments, acquire images and navigation, as per logs imaging system-4 was used. In session 3, the user moved from select procedure to export. Provided archive had 2 imaging system exams, imaging system-1 exam had 191 slices with spacing and thickness: 0.83 mm and not as per protocol, with warning "irregular spacing, missing slices". Imaging-2 exam had 192 slices with spacing and thickness: 0.83 mm. Instruments used were spine frame and passive planar ball 1.5. Software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Code d15 is applicable to this analysis, as well as the previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.